Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not pumping and the device was not inflating. A revision surgery was performed and, upon explant, there was no fluid in the reservoir. The cylinders worked when they were tested separately. The patient had a suprapubic catheter placed that may have hit the reservoir when inserted. A new ipp was implanted. No patient complications were reported.